Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stops all of a sudden. Customer stated that it has occurred 3-4 times in the last month. Customer stated that he couldn't get the reservoir to work one day but it finally did. Customer was able to rewind but not prime. Customer stated that the pump wouldn't get out of the reservoir setup until after multiple attempts. Customer stated that the insulin pump is turning off completely. Customer stated that the pump stopped at his health care professional's office on (B)(6) 2016. Customer stated that it came up with a dark circle and an alarm that he doesn't remember. Customer stated there isn't an alarm in the alarm history. Customer's blood glucose was over 40 mg/dl. Customer has had low blood glucose a couple of times and eats to correct. Customer stated that it takes a long time to recover. Customer stated that he has had low blood glucose issues for 6 weeks. Customer declined troubleshooting and will be shipped a loaner pump.